Event description:
Damage to the pump housing surrounding the usb port was reported, impacting the customer's ability to charge the pump. The customer declined to provide information about any impact on their blood glucose level. A backup insulin pump was used to prevent interruption in insulin delivery, and the customer was instructed to put the pump into storage mode before returning it. A replacement pump was arranged by technical support.